Manufacturer narrative:
Zimmer biomet complaint (B)(4).

Event description:
It was reported that doctor decided to removed an integrated implant (bost3211) due to a wrong size implant selection. No malfunction of the implant has been reported. Tooth location 8.

Manufacturer narrative:
One 3i t3® non-platform switched tapered implant 3.25 x 11.5mm (bost3211) was returned for investigation. Visual inspection of the as returned product identified minimal wear and debris about the implant threads and drive feature. The returned product matched print specifications where measured against drawing 1040021 rev c (digital caliper; cal4063 cal due: nov 19, 2020). No pre-existing conditions were noted on the per. The reported product was located on tooth # 8 and used for approximately 4 months. The customer has not provided additional pictures or x-ray images of the product. DHR review was completed for the subject lot number 2018061002. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformance, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (2018061002) for similar event and no other complaint was identified. September post market trending was reviewed and there were no negative trends or corrective actions for the reported event (incorrect implant fit) or product (bost3211). Therefore, based on the available information, device malfunction has not occurred and the reported event was non-verifiable.

Event description:
No further event information available at the time of this report.